Event description:
It was reported that the basket of a nitinol tipless stone extractor broke during use and was retained in the patient. The patient was undergoing a right ureteroscopy and lithotripsy due to an impacted stone using another manufacturer's laser device. After the laser was used for the lithotripsy portion of the procedure, the nitinol tipless stone extractor was used to extract the stone. It was reported that at that time the basket broke "likely due to too much traction" but not "due to contact/interference with laser or faulty basket." Another nitinol tipless stone extractor was used to attempt to remove the retained device basket. The attempt by doctors to remove the retained portion of the device was unsuccessful. The urology team was able to successfully place a right ureteral stent and completed the procedure. Patient was stable upon exiting the operating room and arrival to pacu (post-anesthesia care unit) and the device package was given to operating room managers. The patient will require an additional percutaneous procedure for the stone but is not directly related to this equipment failure. The provider stated approximately '5%' of the basket was left around the stone and will need to perform a percutaneous procedure to remove the stone, due to its size and location, and will check for retained device fragments and remove them as necessary.

Manufacturer narrative:
Occupation: unknown health professional. PMA/510(k) number: exempt. Device evaluated by mfg: device availability/return unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: medwatch #: 1100340000-2022-8004 was received 04aug2022. MDR number 1820334-2022-01344 (subject of this complaint) captured the event from the medwatch, however, the investigation of MDR #1820334-2022-01344 indicated that the medwatch was the same event as MDR #1820334-2022-00435. Therefore, this complaint (MDR #1820334-2022-01344) is a duplicate of MDR #1820334-2022-00435. All information for this event will be reported under MDR #1820334-2022-00435 and no further follow up reports will be sent under MDR #1820334-2022-01344. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.